Manufacturer narrative:
Visual and functional inspections were performed on the returned device. The marker lumen blockage was not confirmed as the marker lumen was successfully flushed. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no similar incidents from this lot. The reported marker lumen blockage and subsequent treatment appears to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
The other additional proglide device referenced is filed under a separate medwatch report number. Exemption number e2019001. The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that an arteriotomy closures of both femoral arteries were attempted using proglide devices after an interventional left heart catheterization procedure. Reportedly, at the right femoral access site, after proglide device insertion, no blood flow was seen at the proglide marker lumen. At the left femoral artery access site the deployment mechanism [plunger] could not be withdrawn prior to boot release. The method of achieving hemostasis was not specified for both access sites. There was no reported adverse patient sequela. There was no reported clinically significant delay in the procedure or therapy. No additional information was provided.